Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were the missing staples observed prior to using the trh60 device? Yes, device was fired and no staples were deployed. If no, was the device fired, but no staples were deployed? How was the procedure completed? Dr had fired second cartridge of trh60 to complete procedure.

Event description:
It was reported that during a low anterior resection procedure, there is no staple pin available in the cartridge. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m52c6c. The analysis results showed that the trh60 cartridge received with no apparent damage. The reload was returned void of staples. No functional test was performed due the condition of the cartridge.